Manufacturer narrative:
Additional device product code hwc. (B)(4). Incident occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 456.304s, lot# h307716. Manufacturing location: (B)(4), manufacturing date: mar 29, 2017, expiry date: feb 28, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair a left femur fracture using a trochanteric fixation nail (tfn) system on (B)(6) 2017. During the procedure, while the surgeon was attempting to implant the 11.0mm titanium (ti) helical blade 95mm-sterile, the surgeon was only able to partially implant the blade before it was getting hung up on the nail. After several attempts to implant the blade, after backing the device out, re-drilling the implant site with varying types of drill bits, the surgeon explanted the blade and the nail and removed the devices to the back table. Once there, the surgeon and the sales consultant re-assembled the insertion handle and aiming arm and manually assembled the construct and was able to pass the blade through the nail and lock the devices without issue. The surgeon returned to the patient where the nail was re-implanted and the blade again inserted, with the same result. The decision was made to remove the blade and use another device. The surgeon was able to implant the new blade without issue and completed the procedure successfully. There was a delay of approximately 5-7 minutes while the surgeon attempted to correct the issue. The patient was reported as stable and no adverse events were identified. Concomitant devices reported: cannulated trochanteric fixation nail -sterile (part# 456.328s, lot# 7084188, quantity# 1); insertion handle for trochanteric fixation nails (part# 357.411, lot #6343674, quantity# 1); 130 degree aiming arm (part# 357.366, lot# 3432495, quantity # 1); blade guide sleeve for trochanteric fixation nails (part# 357.369, lot# 6509381, quantity# 1) ; cann connecting screw for trochanteric fixation nails (part# 357.397, lot# 4769363, quantity# 1); helical blade inserter (part# 357.372, lot# 6430424, quantity# 1). This report is for one (1) helical blade-sterile. This is report 1 of 1 for (B)(4).